Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical, visual and x-ray evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited high capture thresholds that resulted in loss of capture. The right ventricular lead was explanted and replaced. The patient was in stable condition.